Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, doors were continuously failing. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction : section e occupation and section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed. A field service engineer (fse) troubleshot the issue related to the tower door double-clicking. The fse adjusted all latch wire harnesses and cleaned the connections, verifying that all were properly connected. Each door was tested individually, and the issue was confirmed to be resolved. Conductive grease was applied to all connections to ensure optimal performance. The customer also tested the tower doors, and all were found to be functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, doors were continuously failing. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.